Event description:
Reporter indicated that a diagnostic test in 2007 indicated "lead wire interruption". The pt underwent revision surgery in which the lead and generator were replaced the next month. Reporter indicated that "no obvious lead problems" were visible in x-rays or in surgery, and that fibrosis at the electrode site may have caused the high lead impedance.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.